Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed once the plunger was removed. The difficult to remove cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide suture mediated closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The root cause of the reported difficulties is use error. The subsequent treatments are due to the circumstances of the procedure. In this case, based on the returned device analysis, the attempt to close the foot was done prior to the removal of the plunger (step 3) causing the difficult to open or close issue. The device was then attempted to be removed with the foot open and the needles deployed resulting in the resistance and the foot separation and the subsequent treatment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. Follow-up with the account confirmed that the foot separation was not noted upon device removal. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 2017 clarifier: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot was unable to be closed and resistance was felt during removal. Excessive force was applied and the device was removed manually. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.